Event description:
Customer states he had two incidents of discrepant ise pt results on (B) (6)-2009, however no results were available. On (B) (6)-2009, customer had two additional patients with discrepant ise results: patient using lithium heparin sample, initial sodium result 59, repeat (same analyzer) gave 138 mmol per l; initial potassium result 2.3, repeat 5.2 mmol per l. Customer states no erroneous pt results have been reported to their knowledge. The field service rep determined pinched tygon tubing connected to the waste pump was the cause. He replaced tubing to ise waste pump. He verified system operational in diagnostics. Verified check test.

Event description:
Customer states he had two incidents of discrepant ise pt results on 8-28-09, however no results were available. On (B) (6)-2009, customer had two additional patients with discrepant ise results: patient using serum sample, initial sodium result less than 20 (accompanied by data flag), repeated twice (same analyzer) gave 136 and 137 mmol per l; initial potassium gave 0.3, repeated twice gave 4.3 mmol per l both times. Customer states no erroneous pt results have been reported to their knowledge. The field service rep determined pinched tygon tubing connected to the waste pump was the cause. He replaced tubing to ise waste pump. He verified system operational in diagnostics. Verified check test.